Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that there was a cuff deflation on a tracheostomy tube. The customer confirmed that a leak check had been performed prior to use with no evidence of leakage. After three days of use, the cuff pressure drop was observed. No adverse health outcomes occurred.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no holes in the cuff. Functional testing involved a leak test and found that leakage was detected. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process with a similar part number (same manufacturing procedures, process controls, and inspections) and did not identify any discrepancies. A sample of 32 devices was taken for an inflation test and did not detect any deflated pilot balloons. Based on the evidence, the root cause was unable to be determined.